Event description:
The carto could not detect the catheter. The catheter was replaced and the problem was resolved. No harm came to the patient.manufacturer response (as per reporter) for navistar thermocool, thermocool:awaiting response.